Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240/2367 (air in line) alarm occurred during initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) cycle the power and the hc alarmed 2367. Troubleshooting failed to disclose any cause for the se2240 alarm; per the hp all the lines and bags appeared to be fine without leaks. The tsr explained the alarms and the hp would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.